Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified check syringe plunger sensor alarm in history. During functional testing the plunger not in place alarm was duplicated during the start up. The plunger head was tight against the case and one of the flippers was up. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Performed preventative maintenance on the pump.

Event description:
It was reported that the pump exhibited a check syringe plunger sensor message. No patient injury was reported.